Event description:
End-user "was in the process of disengaging a needle from a serum tube and disposing of the needle when she was caused to be stuck by the needle containing blood contaminated with hepatitis-c". This report is based on info offered in a civil lawsuit.